Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information updated. The reported event was confirmed based on the state of the received product. The visual inspection of the device found that there were nicks and gouges across the central and peripheral locking mechanism. It was also noted that there was some gouging of the anterio-superior surface of the device. The dimensional analysis found the device to be within print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It was also reported the surgeon impacted the device in order to implant it. As per the persona surgical technique, the device should not be impacted. However, it cannot be determined whether the act of hammering caused the failure or if other factors played into it. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a total knee arthroplasty, the articular surface would not seat correctly to the tibial plate. A new articular surface was opened and the surgery completed.